Manufacturer narrative:
One used 3.5 incisor plus blade was returned for evaluation. Visual inspection confirmed that the blade was bent in excess of maximum allowable straightness per the design tolerance. The adapter body was cracked at the base of the outer tube. The likely cause of the damage appears to be due to excessive lateral load applied during use. A review of the device history record was performed which confirmed no inconsistencies (method code 3317). After evaluation, a root cause for the reported incident was found to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a knee arthroscopy procedure, it was reported that little particles of metal became loose from the shaver blade. They were removed from the joint with another company's shaver with suction utilizing the same technique. There were no patient injuries or complications.